Event description:
The pt had an elective femoral-femoral crossover procedure with end-to-side anastomoses at both common femoral arteries. Continuous suture was used around the graft and arteries, 1.5cm from the edge of the graft. When pt was in the recovery room after surgery, with the head of the bed elevated, the pt suddenly began coughing and vomiting. After this, a hematoma formed in the right groin. Pt was returned to the or and the right incision was opened and explored. Surgeon found that the sutures had pulled out of a section of the graft. The graft was replaced with a polyester graft. Surgeon stated that they felt the couging placed excessive pressure on the graft, causing the tear.